Manufacturer narrative:
H2) additional information was received and added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the patient tracker came off of the sticker very easily, it seems it wasn¿t very well adhered. The system underwent a planned maintenance (pm) shortly after the incident, where it was discovered that the coils in the side emitter were not up to par and the emitter was replaced immediately by the manufacturer representative (rep). The issue was resolved. The rep stated that when the emitters are dropped (which was suspected in this case), the coils can shift and cause inaccuracies. It was determined that the likely cause was two-fold: the patient tracker and/or the emitter coils were out of spec.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9734887xom, serial/lot #: (B)(4), ubd: 22-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that a 4mm imprecision was observed during the procedure. It was reported that the imprecision was observed with all instrumentation used in the procedure. When the procedure began, there was no observed imprecision following tracer registration and the surgeon verified accuracy on the unit. About three hours into the procedure, the imprecision was observed. It was noted that the non-invasive patient tracker (nipt) was not secured with the sterile tape that was provided and that the corners of the tracker were lifting off the anatomy. At the conclusion of the procedure, it was noted that the tracker had removed from the adhesive while removing drapes and the adhesive pad remained on the anatomy. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.